Manufacturer narrative:
One cadd solis vip pump was received with the downstream occlusion sensor (dso) seal bubbled. The event history log was reviewed and there were "cassette not attached properly" alarms. A cassette was attached to the pump to perform a functional test. The reported issue was able to be confirmed as the pump failed the functional tests. The dso sensor was defective and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was alarming "low battery" and "cassette not attached", the latch lock was also damaged. There was no reported adverse event.

Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.